Event description:
Patient reported that whisperject injector is locked up and can't use it or push down to give herself the injection. Date of occurrence: unknown. Was the product taken/administered?: no, unknown if side effects occurred due to missed dose. No adverse event associated with missed dose. Can manufacturer call patient for follow up?: yes. Can manufacturer arrange for product pick up? Yes. Lot number unknown - patient does not see an lot number. Reported to (B)(6) by pt/caregiver.